Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: the battery cap was not returned; therefore, a battery test cap was used for testing. The blank display screen was found to be blank. There was no physical damage observed on display; however a failed display flex was found. A test display screen inserted and the display was functioning appropriately. The remaining steps were unable to be verified due to a blank screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.